Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer let the pump battery deplete fully. After connecting the pump to a power source the customer charged the pump to 25%. Reportedly, the pump battery then depleted from 25% to 5% within an hour. There was no reported impact to the customer's blood glucose level due to the battery issue. Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the customer reported a blood glucose (bg) level of 56 (mg/dl). The customer stated that the low bg was due to the customer working out and not due to the pump or supplies. Insulin delivery was suspended and juice was consumed to address bg level.